Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
This is report 1 of 4 for (B)(4). It was reported that during an unspecified surgical procedure, it was observed that the robotic assisted array clamp device slipped on array pins when tightening array clamps on the array pins. There were no delays in the procedure reported. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed.

Manufacturer narrative:
H11 additional narrative: h6: correction: additional information received confirmed there was no patient involvement. B3; additional information received confirmed the event date of 1/7/2025. It was further reported that the event occurred during the afternoon and after encountering this issue the depuy representative went to spd to obtain another robot tray for the extra array clamps. It was reported that there were no issue with the cuts and the robot was not mounted to the bed.